Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator (ICD) was pacing asynchronously after being programmed to vvi during the application of energy during cardiac ablation. The patient was seen post procedure, the device was functioning appropriately. The patient was in stable condition.